Event description:
Cervical spine MRI done at (B)(6), ordered by doctor (B)(6). MRI tech seemed "rushed". She did not verify my heart stents, did not fully cover both my ears, and did not give me emergency call button to contact them. She said call button was broken. She positioned me in the MRI with left hand on chest, and right arm at my side. My arm was touching the wall of the MRI. I asked her if my arm was okay in that position, and she said "you are fine", and slid me into the MRI. For 25 minutes I had extreme pain in my arm. I had no way to alert the tech. I tried waving my hand out the opening, but she did not see. The tech never once talked through the speaker, to check on me. A different tech took me out of the MRI. I left for home immediately, as I had so much arm pain. My arm became bruised in color, and also a brown burn spot. The pain is deep inside and radiates up to my arm/shoulder, collarbone, side of face and down my arm. I have had trouble sleeping, dizziness, and an increase in heart palpitations. I called doctor (B)(6) on 2/22 and saw him 2/25 about this burn and arm pain, and he had no remark. I went to my primary physician, dr (B)(6) and all he could offer was pain pills. As of today, april 5th, the pain has not improved. It continues to radiate further, and the pain has made it difficult to sleep. FDA safety report ID #: (B)(4).